Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) revision procedure due to impedances. The patient was doing well postoperatively. The explanted device components will not be return per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 15731255, UDI: (B)(4).